Event description:
Pt had left heart catheterization of left ventricle and aortogram. Pt's condition stable throughout procedure. After aortogram it was noted that blood/dye was leaking from injector syringe; all connections between syringe, tubing and catheter were tightly sealed. Approx 2 minutes after procedure completed, pt had neurological changes.